Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned; however, the exact date was unknown. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the power module device was not functioning and was defective. It was noted that the motor was found to be faulty. It was further determined that the device failed pretest for function-test, and check motor shaft abrasion and free moving. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was documented in the initial medwatch report that the date the product was returned to manufacturer was unknown. The product return date (feb 8, 2018) has been received and entered in this medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.